Event description:
During a laparoscopic cholecystectomy case, an electrosurgical connecting cable sparked and burned. It burned in two near the generator end of the cable. No pt injury or other problems were reported.